Event description:
Account states the provue reported false negative results in the control microtube of mts a/b/d monoclonal and reverse grouping card lot # 111704037-20 with a group o rh positive sample.